Event description:
During follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported event of high defibrillation impedance was confirmed. Analysis of the lead segment identified internal abrasions breaching the right ventricular (rv) conductor cable lumen at two locations, beneath the rv shock coil. The rv conductor cables were abraded and separated in this region. Electrical analysis confirmed electrical open on the rv conductor cables.